Event description:
On (B)(6) 2014, the surgeon came on-site and gave a presentation relating to numerous issues he had experienced. The majority of which had been investigated in separate complaints. This complaint relates to the jts non-invasive grower locking grub screw not locking/fracturing.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. A corrective and preventative action was raised to investigate the issues with the locking screws. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the jts extendible distal femoral implant (k133152).